Manufacturer narrative:
The company has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed critical errors 5, 7 and 8 in the error log. Complainant indicated that there was no pt involvement in the reported malfunction.